Event description:
No untoward outcome. Stent became dislodged from balloon delivery system prior to final positioning for planned deployment. Multiple attempts at retrieving the stent were unsuccessful, so numerous balloon inflations were performed throughout the vessel. The stent could not subsequently be visualized. It is felt by the cardiologist, that the stent was adequately deployed within a previously placed stent.